Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: a review of the download history showed call service alarms 054 and 052. The pump did not power on to a blank display. The pump was opened to find the display flex fully seated in the connector with the latch closed. Unrelated to the original complaint, the display was dim fading pink. Additionally, the audio bolus button cover was damaged/punctured but responsive during investigation. The battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper.